Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the top level assembly part number 314.492, assembled at synthes (B)(4) with lot number 4917115. Date of manufacture/release to warehouse date: jan 26, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Holding sleeve component part number 314.492.2 with supplier lot number 1301975 is etched with top level part# 314.492 and lot number 1301975 and was made in EU. It was shipped to us, and released to component warehouse in (B)(4) with synthes newly assigned lot number 4911136. All (B)(4) pieces of this component lot 4911136 were then placed into top level saleable assembly part number 314.492 with lot number 4917115. The top level assembly lot number 4917115 was not etched anywhere on the device, and was not required to be per applicable drawings/inspections sheets/process sheets. Therefore, the component supplier lot number 1301975 was traced to the saleable finished good 314.492 lot number 4917115 using docusphere and jde systems. This complaint file should be revised to account for the following... New top level lot number 4917115 for part number 314.492. Manufacturing location is (B)(4) and new manufacturing date of jan 26, 2005. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.3 mm stardrive screwdriver bld w/sprg hldg slv 66mm mqc). The returned screwdriver was confirmed to have a broken distal tip. The remainder of the device is in good condition with no issues noted. The complaint condition was confirmed. A device history record review was performed for the subject device lot number 1301975 manufacturing location of component: (B)(4). Date of manufacture: nov 26, 2004. This lot number was used for the internal part 50155055, which is only the holding sleeve of part 314.492. The sleeve and screwdriver are assembled in monument. Date of manufacture: nov 26, 2004. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A second DHR was performed for component part number 314.492.1, lot number 6513806 which is screwdriver shaft of the assembly. This component is not for sale but is part of the saleable device part number 314.492. Manufacturer: synthes (B)(4). Moved to component warehouse, branch plant (B)(4) date (date of manufacturer): jan 13, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production this component. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The root cause is likely related to application of excessive torque during use. Corrected data: MFR name, city, and state: other number¿UDI. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Supplemental medwatch #(B)(4) reported the date received by manufacturer as jan 19, 2016. The correct date is jan 19, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2016 for an open reduction internal fixation of a metacarpal fracture and was implanted with a plate and eight screws. As the surgeon was trying to remove a preloaded drill guide from the plate at the second or third hole, the screwdriver shaft broke inside of the guide and the tip broke off. The tip was retrieved with needle nosed pliers causing a two to three (2-3) minute delay. The surgeon commented that the drill guides seemed tighter than usual. The surgeon used a different screwdriver shaft and the remainder of the surgery was completed without further issue and the patient was reported as stable. This is report 1 of 1 for (B)(4).